Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The device was evaluated. The report could not be confirmed for the reported issue. From visual inspection no defects were found. The pressure cable was plugged into the known good unit hem1 monitor and into the plum sim. Hemodynamic values could be obtained and no error messages were displayed. Additionally, the device passed through the functional test and run-in test successfully. Based on the product evaluation no defect was found on the device. Additionally, based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.

Manufacturer narrative:
The product was returned for analysis; however, it has not yet been evaluated yet. Upon the return of the evaluation of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this chemosphere pressure cable provided different measurements than expected according to the physiological state of the patient. Issue was solved replacing the device with a new unit. No more available information. There is no allegation of patient injury. Patient demographics were unable to be obtained.